Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an infection due to a knee replacement surgery. Upon interrogation, the patient's leads exhibited some vegetation on one of the leads and was visualized with diagnostic imaging. The physician explanted the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead, however, upon extraction all leads were clean. The patient had no adverse consequences.